Event description:
Aestiva machines intermittently produced peep in patient -bag- mode. We have reported observing peep as high as 15-20 cm h20. Ge-datex ohmeda field engineer replaced all apl poppet valves/disks in all machines which resulted in a few months of no peep problems. Recently the peep problem has returned and ge-datex ohmeda field engineer has now replaced all apl poppet valves and blue insp./exp. Valve disks. Ge-dated ohmeda will be evaluating all of the apl and insp./exp. Valve disks in attempt to determine the cause of these valves from sticking.